Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine a t a dose of 0.48 mg/day via an implantable pump for non-malignant pain, spinal stenosis, and chronic low back pain. It was reported that the pump was tipping/flipping. The environmental, external, or patient factors that may have led or contributed to the issue was stated as the patient reported a 50 pound weight loss. The interventions/actions taken to resolve the issue included a pocket revision. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient's weight was asked, but unknown. The patient's medical history included back pain and mi (myocardial infarction). The event date was stated as (B)(6) 2016 (approximate event date of (B)(6) 2016). There were no further complications reported or anticipated.